Event description:
The customer reported the system brightness and contrast are not working and the system was freezing up occasionally. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.